Event description:
The thermacor 1200 infusion system was used at (B)(6) hospital. After the surgery case began, the hospital stated the rigid fluid reservoir line was not fully engaged into the cassette line, and the lines disconnected. Due to the operator error of not connecting the lines properly, the return line yellow connector was not completely tightened on the reservoir line, this caused the lines to separate and blood to spill onto the unit. The thermacor 1200 infusion pump was returned for cleaning and final inspection testing. The unit was received on august 3, 2021. The unit is currently undergoing cleaning and testing at msi. The pnc-1200, lot 324164, was also returned. The cassette was reviewed and no issue was noted with the cassette. Based on the hospital feedback and the review of the cassette, it was confirmed that this was an user error. The surgery was delayed slightly due to the changing of the cassettes; however, no patient injury was noted. No issue has been noted for this lot of cassettes in the field.